Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens was broken and scratched . Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the operation channel perforated, the insertion flexible tube (ift) had bite damage, the operation channel leaked, the objective lens scratched, and the segment had fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.